Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving a compromised force sensor system alarm on their insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to faulty force sensor resistor . Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime-test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.